Event description:
Information received by medtronic indicated that the customer was unable to connect the pump to the mobile minimed application of the mobile device, install software, or upload data, all of which were not resolved. Troubleshooting was performed and the issue was escalated, raised the ticket. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue using the device. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Update failed in diabetes updater app (iphone 12 pro, ios 16.5, app version 1.3.3) "an attempt to reproduce the reported event using fota app version 1.3.3 installed on iphone 12 mini (os 16.5.1) with mmt-1880 pump (software version 6.12.4) was conducted, and confirmed the issue is not reproduced. Two attempts were performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551347 document d00459457, version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. We were unable to conduct a thorough investigation due to the lack of logs necessary to perform a comprehensive analysis. Furthermore, the insufficient data provided in the description prevents us from comprehending the entirety of actions pertaining to this issue. Without access to the required data, we are unable to identify a definitive root cause of the issue. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. After the user will see the ""ready for install"" screen on the app and tap the ""proceed"" button, the app will show ""is pump on home screen?"" Pop-up with the text ""make sure your pump is on the home screen, otherwise software install will fail."" 2. Please inform the user of the necessary steps to ensure that the pump is on the home screen prior to tapping""ok"" on the pop-up. 3. Steps on the pump: 3.1. Press the central button one time to wake up the pump. 3.2. Press the central button a second time to trigger the unlock instructions screen. 3.3. Press the button that is indicated on the screen. 3.4. Press the back button to navigate to the home screen. 4. Then, when the pump is displaying home screen, the user can tap the ""ok"" button on the app and wait for prompt with update instructions on the pump's side. 5. If the customer still experiences issues related to the fota app, kindly create a new svn ticket and please ask to provide logs as usual. 6. Uploading logs for diabetes updater: 6.1. Login to carelink in the diabetes updater app 6.2. Navigate to the ¿about¿ screen 6.3. Click on ¿diagnostic logs¿ and tap ¿upload.¿ helpline was advised to communicate with the customer with provided steps for issue resolving. Furthermore, the helpline informed us that the leadership team had approved the shipment of a hardware pump to the customer, and the pump was replaced for the customer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.